Event description:
It was reported that the pt had an increase in seizures starting in 2009. The relationship of the seizures to pre-vns baseline is unk. The pt then had prophylactic generator replacement in (B)(6) 2010, but the seizures have continued. Reporter stated that there have been a lot of changes in the pt's life over the past year which may have contributed to the seizures. Following the death of the pt's sister around (B)(6) 2009, the pt was put on antidepressants. The pt also switched group homes and had a couple other medication changes. Explanted generator was returned to the manufacturer for analysis. Upon analysis, no anomalies were noted with the device. Attempts for further information have been unsuccessful to date.